Manufacturer narrative:
D2b d2b.

Manufacturer narrative:
Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. Dexcom performed an evaluation of cgm sensor/transmitter data and provided the following: patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. The allegation could not be determined. Inaccuracy allegations are confirmed by comparing an entered meter calibration to the preceding cgm value. If a meter value confirming the allegation does not exist in the data, the investigation result is considered undetermined. Due to the lack of visibility to meter values not entered as calibrations, inaccuracy allegations cannot be disconfirmed. Additionally, the pump is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) by paramedics after having a seizure related to a blood glucose (bg) level less than 36 mg/dl. The customer fell and cut his head and neck. Prior to the ER visit the customer was given dextrose intravenous saline by paramedics in attempt to address the low bg. Customer was treated with intravenous saline and insulin while in the ER, and was released from the ER four hours later with no permanent damage. Reportedly, the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. The cgm blood glucose (bg) reading was "high", however, the meter bg reading ranged from 180-181 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. The customer reverted to an alternate method of insulin therapy.